Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a cartridge alarm 25 occurred. The customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 96 mg/dl.